Event description:
It was reported that extension tubing sets was blocked and the CT alarm wet off. It was discovered to be leaking. The following information was provided by the initial reporter: material no: unknown batch no (lot no): unknown. It was reported the device's CT alarm went off due to occlusion. The email I received from the nurse stated: ¿I was in CT with a patient who needed contrast and had to be monitored. The CT alarmed after a few minutes with an occlusion. When we went to investigate and the j-loop had split with blood and contrast leaking everywhere making it very difficult to fix. I don't know if it was due to the contrast or if it was just a fluke but this is the first time I've seen this happen since using them.¿ after speaking with the team leader he said it was the actual tubing was split.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the j-loop splitting and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that extension tubing sets was blocked and the CT alarm wet off. It was discovered to be leaking. The following information was provided by the initial reporter: material no: unknown batch no (lot no): unknown. It was reported the device's CT alarm went off due to occlusion. The email I received from the nurse stated: ¿I was in CT with a patient who needed contrast and had to be monitored. The CT alarmed after a few minutes with an occlusion. When we went to investigate and the j-loop had split with blood and contrast leaking everywhere making it very difficult to fix. I don't know if it was due to the contrast or if it was just a fluke but this is the first time I've seen this happen since using them.¿ after speaking with the team leader he said it was the actual tubing was split.